Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic inspection revealed that at 3.6cm, 6.6cm and 28cm distal from the collar, the shaft of the device was kinked and there was a partial collar and shaft separation.

Event description:
It was reported that difficulty advancing through the catheter was experienced. During the procedure, the drug eluting stent failed to pass through the shaft of the 6f guidezilla ii. The guide extension catheter was removed by firm pulling and the procedure was completed with another device. No patient complications reported. However, per analysis, the collar and shaft of the device were separated.